Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2020, the patient experiences constant pain, swelling and can barely walk. A bone scan was taken, but no abnormality has been identified. This adverse event has been treated with physical therapy. However, the patient is currently experiencing the same symptoms and conditions.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, the patient¿s operative report and bone scan report were both reviewed and there were no abnormal findings in either of the reports. Based on the information provided, the surgeon has not recommended surgery for this patient and the reported adverse events were treated with physical therapy. Consequently, since the patient¿s issues have not resolved, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establish that the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.